Manufacturer narrative:
Device evaluated by MFR?, code 81: device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was initially reported that the patient had red bumps along the vns lead that were filled with fluid. It was later confirmed that the patient has an infection. The patient underwent a wound washout procedure. No vns devices were removed to date. Device history record was reviewed for both the generator and lead. Both devices were sterilized and passed all quality control measures prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.